Manufacturer narrative:
Patient information provided to date after calls to customer (B)(6). 2023 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in loss of synchronized intermittent mandatory ventilation mode during a case. There was no patient injury.